Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.061" x 0.106" in size. The mcs instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was broken upon insertion. The tip where the scissors is attached was broken. The instrument was not used during case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The instrument was being inserted into the trocar when the issue occurred. The instrument was in use until it broke. No issues with the functionally of the instrument was noted. The customer was not aware of any fragments falling into the patient. The wrist was straightened prior to being removed. There was no resistance noted and no damage to the cannula. The scissors tip was broken, and no x-ray or ultrasound was performed and no fragments was noted falling into the patient. The procedure was completed robotically.